Event description:
User experienced smoke inhalation during use. There was a internal burn in the device. User is concerned about the lack of any safety features such as an alarm or automatic shut-off.